Manufacturer narrative:
The patient will continue to be monitored. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) pacing lead, exhibited fluctuating impedance measurements. All other measurements were acceptable and stable. No adverse patient effects were reported.